Manufacturer narrative:
The surgeon stated that the implants were removed due to heterotopic bone growth in the patient and not as a failure or malfunction of the implants. The warnings in the package insert state this type of event can occur. The user faciltiy reports that the revision was successful and the patient has been discharged from the hospital in stable condition. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision surgery was performed by dr. (B)(6) 2013, due to heterotopic bone growth.